Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced dizziness and 'shooting pain from' the implantable pulse generator (ipg). It was reported that both the (ra) lead and right ventricular (rv) leads exhibited high thresholds with potential for non-capture. Both leads remain in use. No further patient complications have been reported as a result of this event.